Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. Prior to connecting the potion-lok male adapter to the needleless female adapter of the extension set, a curos cap was used with no dry time. The option-lok male adapter of the plumset was connected to the needleless female adapter of an unspecified extension set, and was being used to deliver an unspecified medication, at an unspecified rate. After an unspecified length of time, the nurse attempted to disconnect the option-lok male adapter of the plumset from the extension set. At this time, the distal tip of the male adapter broke off. No additional details were provided. The customer contact reported a delay of therapy due to the additional time it took to disconnect the plumset from the extension set; however, there were no reported adverse pt effects. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.